Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump buttons are not reacting to presses. Customer's blood glucose level was unknown. Customer also stated that the serial number was no longer readable on the back of the insulin pump . The device will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board 1 was locked properly during visual inspection. Device received with serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).